Manufacturer narrative:
Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the specific cause for the reported event could not be determined. The evaluation of (B)(4) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular device system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a transplant due to driveline/lvad infection. It was noted that the device will be returned for evaluation. It was stated that no further information was available.